Event description:
Procedure: low anterior resection. According to the reporter: an anastomotic leak occurred causing re-admission, malnutrition, delay in chemotherapy and significant pelvic pain.

Manufacturer narrative:
(B)(4).